Event description:
Five patients with discrepant sodium and/or potassium results. Pt 1, 20008, initial sodium result 112 mmol/l, repeat 121 mmol/l (different analyzer, alternate methodology). The field service rep determined a faulty o-ring to be the cause and replaced the o-ring. Performance tests were performed.

Event description:
Patient 3, 2008, initial sodium result 115 mmol/l, repeat 144 mmol/l; initial potassium result 4.1 mmol/l, repeat 5.2 mmol/l. Patient 4, the same date with pt 3, initial sodium result 103 mmol/l, repeat 128 mmol/l; initial potassium result 4.0 mmol/l, repeat 5.0 mmol/l. Pt 5, the next day, initial sodium result 127 mmol/l, repeat 138 mmol/l. Initial results were not reported. The field service rep determined a faulty o-ring to be the cause and replaced the o-ring. Performance tests were performed.

Event description:
Five patients with discrepant sodium and/or potassium results. Pt 2, 2008, initial sodium result 127 mmol/l, repeat 140 mmol/l. The field service rep determined a faulty o-ring to be the cause and replaced the o-ring. Performance tests were performed.